Event description:
It was reported by the physician that the device "fired" sometime between (B)(6) in the morning. The p physician requested a company representative interrogate the device. Follow up was conducted with the company representative and it was noted that the device worked as it was programmed and there was no malfunction. It was further noted that the therapy was due to atrial fibrillation with rapid ventricular response. No intervention was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.